Event description:
It was reported the programmer wasn't able to interrogate. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer was unable to interrogate using the provided rf (radio frequency) head. Programmer interrogated as expected with a known good rf head. Analysis also found the display was faint display due to a loose lvds (low voltage differential signaling) printed circuit board. Latch tabs of power cord bay were broken, printer drawer was missing the pullout handle, keyboard had damaged connector (keyboard cable connection was breaking loose), fan bracket was bent, and media bay door was broken. It was noted the display dropped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).